Event description:
It was reported that the ventilator generated a power error. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
Our evaluation of the reported complaint has been finalized. It was reported that a ventilator device generated two technical alarms, one indicating a barometric pressure error, and another indicating that the internal 12v was too high. Our filed service engineer investigated the unit at the hospital, the onsite investigation concluded that the monitoring pc board was faulty. Information was received that the hospital did not want to purchase a new monitoring pc board to repair the unit. Previous investigations has verified that a faulty pressure transducer on the monitoring pc board causes the reported alarms. The pressure transducer measures the barometric pressure and supplies information to the other sub units in the system, a faulty barometric pressure transducer can disable the internal 12 v power supply. The issue will be detected during device start-up and ventilation cannot be started, if the issue would occur during ventilation, it would lead to stop of ventilation, alarms will be generated by the device. Since no goods or logs have been available for investigation, the cause of the reported error cannot be established.

Event description:
Manufacturer ref.#: (B)(4).